Manufacturer narrative:
Unavaliable for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2004, due to a lack of benefit with device use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.